Event description:
Reportable information was discovered by millyard advanced medical products, llc, by way of a technical investigation completed on 29-jul-2025. According to a report from (B)(6), the patient's father reported frequent alarms overnight while using the remunity pumps, including communication, occlusion, and adjust pump alarms. The patient's father stated that the patient is able to resolve the alarms, but they recur. It was stated that the pump currently in use by the patient at the time of the reported event was functioning as expected. No patient harm was reported, and it is unknown if troubleshooting was performed by (B)(6). Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), confirmed no communication attention alarms. Cassette depleted alarms consistent with a pump-related issue were also confirmed. A test delivery was successfully performed; however, upon disassembly, evidence of past fluid ingress was observed that would have contributed to the alarms observed in the logs. The cause of the past fluid ingress could not be conclusively determined through this investigation. Additionally, an adjust pump attention alarm was observed in the logs, with transient occlusion-like behavior leading up to the alarm. A specific cause for the occlusion-like behavior could not be conclusively determined through this investigation. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), confirmed no communication attention alarms. Cassette depleted alarms consistent with a pump-related issue were also confirmed. A test delivery was successfully performed; however, upon disassembly, evidence of past fluid ingress was observed that would have contributed to the alarms observed in the logs. The cause of the past fluid ingress could not be conclusively determined through this investigation. Additionally, adjust pump attention and occlusion alarms were observed in the logs, with transient occlusion-like behavior leading up to the alarms. A specific cause for the occlusion-like behavior could not be conclusively determined through this investigation. Both systems functioned within specification, alarming accurately and successfully entering a failsafe state. Although no patient harm was reported by (B)(6), the results of the returned product investigation completed by millyard advanced medical products, llc, are being reported out of an abundance of caution.